Event description:
The clinician reports that the day the implant was placed in ada 12, failure occurred upon insertion. Details of surgery: implant surface not completely covered with bone, sinus augmentation, ridge augmentation and immediate extraction site. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and inflammation. No further patient complications were reported.